Manufacturer narrative:
Image review: two still images were received for analysis, the distal portion of the device is visible in both, from the images; deformation to the distal stent wraps is evident. Additional information: an attempt was made to use a resolute integrity coronary drug eluting stent to treat a lesion with 80% stenosis rca. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. Deformation evident to distal stent wraps. The stent was positioned on the balloon at the proximal marker band as per position specification however the distal stent wraps had stretched off the balloon and were not positioned at the distal markerband. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Annex b, annex d codes added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity coronary drug eluting stent to treat a severely calcified lesion, with 90% stenosis in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated with two balloons (1.5 x 20mm and 2.25 x 18mm). The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that a stent deformation occurred in vivo during delivery through the vessel, when the tip of the device became deformed. The stent failed to cross the lesion twice and was removed from the patient. The lesion was again pre-dilated using a 2.25 x 18mm balloon. A third attempt was made to advance the stent, the device failed to cross the proximal lesion and was removed again, when it was observed that the structure in the distal portion (not the edge) of the stent was deformed as if it had been twisted, generating a rim, not allowing the device to advance on the lesion. The procedure was successfully completed using another medtronic stent. The patient is alive with no injury.